Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, lot# unknown, product type: catheter.

Event description:
Information was received from a foreign consumer via a manufacturer¿s representative regarding a patient who was receiving gabon intrathecal injection (ampule) via an implantable pump. It was reported that a patient wanted to check the alarm warning sound on their pump. They thought they heard a noise being generated; they would like to check whether it was a noise or a warning sound. There were no adverse events; the symptoms had not changed. There were no visits to a medical institution and no possibility of contacting a medical institution for an inquiry or investigation. It was also reported that there was misuse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.